Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display due to corroded battery tube. Unable to perform displacement test due to detached retainer and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube due to detached retainer. Unable to verify failed battery alarm due to blank display due to corroded battery tube. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. The customer stated that battery compartment and spring was corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.